Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reported being hit on the head while playing soccer. Hearing performance with the device was affected following the trauma. Appointment with the surgeon is recommended.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
User reported being hit on the left side of the head during football in (B)(6) 2018. Hearing performance was affected following the trauma. No swelling or redness at the implant site. No recent illnesses. An appointment with the surgeon was recommended re-implantation was performed.